Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, when the physician connected the left ventricular lead to the implantable cardioverter-defibrillator and put the set screw, the lead went smoothly without clicking and went out with slightly pulling. The device 's silicon broke apart and could not be connected. The physician did not allege malfunction on the device. Another device was used. The patient was discharged.